Manufacturer narrative:
Concomitant medical products. Other relevant device(s) are: product ID: enlw1620c120ee, serial/lot #: (B)(4), ubd: 23-jun-2011, UDI#: (B)(4). Product ID: enbf2820c170ee, serial/lot #: (B)(4), ubd: 12-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that stent graft stenosis was observed in the main body. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the cause of the stenosis as per the physician was due to in-folding of the main stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the patient also had right iliac limb stent graft occlusion on the same date as the previously reported stenosis. Updated with fdc code post investigation completion. If information is provided in the future, a supplemental report will be issued.